Manufacturer narrative:
The customer reported event of autopulse platform system (sn (B)(4)) displayed multiple error messages was confirmed during functional test and archive data. The root cause is due to load cells and load cell amp board, which were replaced to correct ua02. During visual inspection, the autopulse platform revealed front enclosure and battery lock damage, unrelated tot he reported complaint. In addition, the UDI label was observed damaged, thus confirming the reported complaint.. All affected parts were replaced to correct the issue. The autopulse system is a reusable device and it was manufactured on 11/13/2012 which is more than 6 years old and it has exceed its service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Functional test could not be performed due to autopulse platform displayed user advisory ua02 (compression tracking error). A review of the autopulse's archive data was performed and it showed multiple ua02 (compression tracking error), ua18 (max take-up revolution exceeded) , ua45 (drive shaft not at home position) and ua08 (motor controller fault detected) error messages occurred on (B)(6) 2019, rather than the reported event date of (B)(6) 2019, thus confirming the reported complaint. Drivetrain was replaced to correct the ua08. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform system passed functional testing. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
It was reported that during a truck check, the autopulse platform system (sn (B)(4)) displayed multiple error messages (user didn't not the specified which error messages were displayed). The autopulse platform also requires a new serial number label, its difficult to read the label. No patient involvement.